Event description:
A user facility reported to olympus that the light emitted was very dim and that it was caused by something "inside the unit." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. However, when the lamp was tested with a high intensity jig, the lamp failed; when testing the lamp with scopes, the image appeared and met olympus standards. The lamp was determined to be a non-olympus lamp. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.